Event description:
The customer received questionable thyroid results for multiple patient samples from cobas e602 analyzer serial number (B)(4). Of the data provided, only the results for one patient sample were discrepant. The specific date of testing by the customer was not provided. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the thyrotropin (tsh) assay and (B)(6) for the free triiodothyronine (ft3). Information concerning which result was reported outside the laboratory was requested, but was not provided. The investigation results were reported to the customer. No adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for further investigation and a streptavidin interfering factor was found in the sample. This interference is documented in product labeling.